Event description:
Post-implant small r waves and lead dislodgement were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.